Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing an elevated blood glucose (bg) level of 550 (mg/dl) and diabetic ketoacidosis. It was also reported that an occlusion alarm occurred prior to hospitalization. Prior to hospitalization, the customer changed their site and delivered a correction bolus to address bg level. While hospitalized, the customer was treated with intravenous saline and insulin. The customer was released the following day with the issue resolved.